Manufacturer narrative:
(B)(4). Batch # r5810v. Month and day unknown. Only year (2018) is known. Device evaluation: the analysis results that one plee60a device was returned with no visual non-conformances and with an ecr60b cartridge reload present. The cartridge was received unfired with the pan detached from proximal end. In addition, another cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the metal part of the reload come slightly off while using the device inside of the patient? Or, did it slightly come off while loading or unloading the device? The metal part slightly come off while loading or unloading the device.

Event description:
It was reported that during a sleeve gastrectomy procedure, metal part of reload slightly came off and was struck inside the device. Same thing happened to second reload from same box. No harm to patient.